Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl. Reportedly, on (B)(6) 2016, the contact arrived home and found the customer unresponsive and having a seizure. The contact delivered a manual injection of glucagon, and the customer woke up and bg level came back to target range. It was reported that there was no permanent damage to the customer; however, the customer reported biting her tongue and the customer's muscles were sore and that she was healed. Additionally, on (B)(6) 2016, while the customer was home alone, the customer experienced a low bg level; however, was unable to provide a bg value. When the paramedics arrived, the customer was unresponsive, and was given an intravenous (IV) of dextrose. The customer woke up, consumed a sandwich, and the customer's bg level returned to target range. Recommendation was made to consult with health care provider regarding diabetes management.